Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to damage on charged couple device unit, the image disappears during angulation in up/down directions. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope angled upwards / image processor missing. The issue occurred during inspection of the device prior to the procedure. There were no reports of patient harm.